Event description:
This complaint originated from our foreign distributor in russia. According to the distributor, one of their ventilators would not boot to operating mode: when the ventilator was switched on, he screen was black, but all leds are lighted on the user interface module. The sound alarm was active throughout. This problem repeated every time after switching on the ventilator. The distributor checked the ventilator with another operable user interface module and it worked properly. There was no patient involvement.

Manufacturer narrative:
A replacement user interface module was shipped to the foreign distributor. Carefusion also issued a returned goods authorization (rga) number to the foreign distributor for the return of the alleged faulty user interface module for evaluation. As of feb 24, 2015 the alleged user interface module has not been received. Should the alleged user module be received and evaluated, a follow-up medwatch report will be submitted.